Event description:
Medtronic received the following information obtained from the journal article, which is summarized as follows: long-term influence of suprarenal or infrarenal fixation on proximal neck dilatation and stentgraft migration after evar, david pintoux, ann vasc surg 2011; 25: 1012-1019 a talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology not reported. On an unknown date, an unknown talent aaa stent graft was implanted. During a retrospective study of 58 patients who underwent evar between april 1999 and october 2007 (33 of which were talent), 27 patients dies before the theoretical 3-year follow-up. Of these 27, 4 patients died within 30 days of implantation. Two late deaths were reported related to the aneurysm; a septic rupture and an aneurysm rupture linked to an unknown endoleak. One talent was explanted at 15 months due to proximal migration associated with a 6 mm neck dilatation. There were 2 type I endoleak reported (1 proximal, 1 distal), 12 type ii endoleaks reported and 2 migrations. Patient status is unknown.

Manufacturer narrative:
Date of death is unknown. The event information does not match information previously reported to medtronic. Evaluation, results: inherent risk of procedure (endoleak, rupture, death, migration). (Unknown cause of event). Evaluation, conclusion: (unknown cause of event).